Event description:
It was reported the patient has not recharged/maintained the ipg as recommended due to losing her charger. An sjm representative met with the patient and confirmed the ipg is inoperable. During the visit, a second programmer and charger were unable to communicate with the ipg. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.